Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in a ureteroscopy procedure on an unknown date. (Patient ID, age, and weight are unavailable). According to the complainant the physician reported that the coating of the navigator ureteral access sheath is too sticky causing the device to be difficult to remove. During the procedure, a resident physician removed all the ureteroscopy devices at once. A partial ureteral avulsion occurred. The patient's ureter was successfully repaired and the patient is reported to be doing well. Additional attempts have been made to obtain additional product and patient information. These attempts have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in a ureteroscopy procedure on an unknown date. (Patient ID, age, and weight are unavailable). According to the complainant the physician reported that the coating of the navigator ureteral access sheath is too sticky causing the device to be difficult to remove. During the procedure, a resident physician removed all the ureteroscopy devices at once. A partial ureteral avulsion occurred. The patient's ureter was successfully repaired and the patient is reported to be doing well. Additional attempts have been made to obtain additional product and patient information. These attempts have been unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. It was reported that the procedure was performed at one of three facilities. We are unable to confirm whether the event occured at lds hospital, intermountain medical center or salt lake regional. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Follow up information was received on (B)(4), 2011 stating the patient was female and in her eighties. Exact age is unknown. Additionally, patient was described as being "thin", exact weight unavailable. The patient developed a stricture of the ureter some time after the original event date. The patient required surgery to treat the stricture but was treated by a urologist other than the reporting physician . Therefore, he was unable to provide current patient condition. The physician reported that slight resistance was felt during advancement of the sheath/dilator assembly. However, it was not an unusual amount of resistance.